Manufacturer narrative:
(B)(4). Date sent: 6/17/2025. D6a: exact date is unk. Assumed first day of the month and first month of the year. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: a 14 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was successfully made. A cut wire, bent wires and tooling marks were noted in some beads. As per note a-13327573 surgeon used harmonic to dissect out linx device and then proceeded to use harmonic to cut linx wire once he gained exposure to the implant to enable removal. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. The device lot number is unknown; therefore, the device history record could not be reviewed. Additional information received: this device was removed for the indication of ease in obtaining followup MRI scans after a diagnosis of malignancy. There is no report of device dysfunction, recurrence of symptoms etc. There for the device removal is patient choice, elective removal without evidence of dystfuntion. What is the lot number? Unknown. What was the date of the explant? (B)(6) 2025. It was stated that "linx device upon dilatation one of the magnets would not open up proportionate with the other magnets it would go asymmetrical" and that "the surgeon that has been placing linx for years has never seen this." Please clarify; are you alleging a deficiency against the device and that is why it is being removed? Or is the device being removed only for the future cancer treatment of the patient? There was somewhat of an impact in reflux control. The patient has multiple cancers and will be going through multiple MRI scans and requested the device to be removed. Pathology has the device, sales rep spoke to the lab tech and they talked about shipping the device out they have the shipper kit. The lab tech was out last week and will ship the product this week. To explant the device, the surgeon cut the linx wire. Surgeon used harmonic to dissect out linx device and then proceeded to use harmonic to cut linx wire once he gained exposure to the implant to enable removal. I hope this addresses the questions below? By all means, please let me know if you need anything further.

Event description:
It was reported that a linx explant, implanted in 2015 the linx device upon dilatation one of the magnets would not open up proportionate with the other magnets it would go asymmetrical there was also a reduction in the ethnicity of the product. The patient was diagnostic with cancer and will need mris in their future and asked for the device to be removed. The surgeon that has been placing linx for years has never seen this.